Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The gas inlet valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and was unable to mechanically ventilate, intermittently. There was no report of patient involvement.